Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead dislodged the evening after initial implant. A lead revision was performed the next day. During the lead revision, the right atrial (ra) lead dislodged. Both the rv and ra leads were explanted and appeared to have no issues. The physician elected to use new ra and rv leads, which were successfully implanted. It is not clear if this lead was implanted in the atrial or ventricular position.